Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system had corrupt or missing files. The files were reloaded from back-up and gain calibrations were completed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system it displayed the error message "error has occurred and could not load configuration file", the mobile view station (mvs) would not completely boot up. No patient.